Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with a capillary glucose of 409 mg/dl on a glucometer and a ¿hi¿ reading on a libre 3 plus cgm after changing a libre 3 plus sensor due to earlier low readings; the user was using a contact detach steel infusion set and was advised to replace all infusion and cgm supplies and to announce the meal appropriately. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included complaint handling and user troubleshooting education by support staff. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.